Event description:
Pt used co's hot wrap, which is a hot compress type device. She says that she used it according to instructions but that the device still burned her leaving a permanent scar on her left shoulder which is approx. 3 inches long and will require cosmetic surgery.